Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that about one year prior to the report the patient experienced a fall and the ¿stimulation never felt the same.¿ it was noted the patient did not contact the manufacturer for assistance with troubleshooting or reprogramming after the fall occurred. It was further noted that the patient stopped recharging and let the device go into an over discharge state. It was noted that the implantable neurostimulator (ins) and lead were explanted. It was noted that the patient was not interested in reprogramming. Impedances were unable to be checked due to the over discharge state. There were no patient symptoms related to this event.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator found no significant anomaly. The battery capacity was reduced due to overdischarge. Analysis of the lead found no significant anomaly. The outer insulation was melted. It was suspected to be due to cautery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.